Event description:
Pt's hcp office notified an insulet clinical services manager (csm) that the pt was hospitalized due to diabetic ketoacidosis (dka). Csm spoke with physician and the "root cause is unknown." No additional information is available at this time. The pod was not returned for evaluation.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to assess product condition to determine if any malfunction occurred that would have caused or contributed to the pt's condition. The omnipod's user guide warns, "...if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are felling ill then contact an hcp for guidance. If ketones are trace or negative then continue treating for high bg. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then contact an hcp immediately for guidance. The omnipod's user guide warns, if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." Product lot qualification records were reviewed and found to have met all acceptance criteria.